Event description:
During a tlh procedure, difficulty in manipulating the articulating tip. The articulating tip separated from the handle leaving the disposable uterine manipulator/injector tip, koh cup and occluder in the patient. The tip, koh cup and occluder were surgically removed.

Manufacturer narrative:
The handle was returned with the articulating tip detached. Examination of the handle revealed the wires running the length of the handle were bent. The force of attaching the tip, koh cup and occluder, and the force of attempting to manipulate the tip inside, the patient bent the wires of the handle dislodging the tip. The attending physician had not used this device previously and may have been a contributing factor in the event. There is no history of complaints of this nature associated with this product.